Event description:
The skin eroded over the pump. The pump was explanted. The pocket was cultured at the time of explant. The patient was placed on antibiotics. There was no patient injury associated with the event.

Manufacturer narrative:
The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.